Event description:
Reports states meter was extremely hot when it was removed from the base while using the inform system. Reporter states the connector port appears melted and the pins appear blackened. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.